Manufacturer narrative:
Follow up report completed for evaluation for reportability concludes that this event is reportable. Per the device investigation results, the product is not manufactured by implant direct. This complaint will be forwarded to the FDA.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure or loss of implant to integrate